Event description:
Pt presented to physician's office with complaint of sudden increase of pain. A dye study was performed to verify catheter placement, which was in place as expected. While in the recovery room, the pt began experiencing pain and clonic spasms in his lower extremities following a bolus dose of off-label medication from his infusion pump after the dye study. The spasms began subsiding by the time the pt left the recovery room, and the pt was kept in the hosp for approximately 48 hrs for observation. The pt has had no residual effect from this event, and has continued on his pre-event course of therapy.